Manufacturer narrative:
Concomitant products: 5086mri52 lead implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with bradycardia, where heart rate was lower than set parameters on the implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.